Event description:
During an anterior lumbar interbody fusion surgery, a portion of the locking ring from the a-pod prime screw fractured while being implanted. The piece of the locking ring was recovered and discarded. The remaining part of the screw was returned for investigation. Surgery was prolonged by 15 minutes. There was no injury to the pt.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The locking ring that was reported as broken was discarded and only the screw was returned. The screw showed some wear from being inserted, but no damage to the locking ring groove or other damage. There was no clear failure mechanism shown from the screw. There was no evidence of failure on the screw other than the fact that the locking ring was not present. The investigation was unable to determine the root cause for the reported incident. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.